Event description:
It was reported that two hours into a da vinci si hysterectomy procedure, the surgeon experienced image loss on the surgeon console. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The system was evaluated by a field service engineer (fse). The fse cycled the system multiple times and could not replicate the customer reported failure mode. The fse concluded that the image loss experienced by the customer may have been caused by a dirty vision cable or the vision cable not being properly connected. As of december 9, 2010, there have been no reported recurrences of the issue at this hospital.